Event description:
While a beckman coulter (bec) field service engineer (fse) was on the customer site replacing the fluid metering inc. (Fmi) pump, the fse noticed 2-3 mls of bloody fluid running down the back of the unicel dxh 800 coulter cellular analysis system (with floorstand). The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The bec field service engineer (fse) traced the leak to the vcs waste chamber (vc222) which was leaking due to a defective differential preservative pump (pm204). The fse replaced the pm204 and tightened the vc222 which resolved the leak issue. Failure mode is related to a defective differential preservative pump (pm204). Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).